Event description:
It was reported that the customer's insulin pump had a blank display because, her insulin pump lost power without an alert or an alarm. The customer's blood glucose level was 300 mg/dl. Standard troubleshooting was performed. The customer stated, she removed then reinserted the insulin pump's battery, the power was restored, and the display was no longer blank. It was discovered that the insulin pump had a crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. There was not an unexpected no delivery alarms were noted. The unit powered up properly after battery installation. The unit was received with operating currents within spec. The unit was monitored and no blank display anomalies, unexpected low battery alarms or off no power alarms were noted. There was no damage on the tape noted. The unit was received with broken reservoir tube lip, minor scratches on the lcd window and the end cap sticker was missing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.